Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a power error detected alarm. They reinserted the battery and after 5 hours later the alarm recurred. The customer¿s blood glucose during the incident was 11 mmol/l. Troubleshooting was performed. The customer had previously called to report a power error detected alarm. There was on clear indication that the alarm was resolved. The insulin pump will not be returned for analysis.